Manufacturer narrative:
Natus medical resolved the issue with a replacement led panel. Natus has requested additional information from customer for further investigation. Once investigation has been completed natus will provide a supplemental report report.

Event description:
The customer reported to natus that their 6yr old neoblue light was found to be at the edge of the specification limit during preventive maintenance and intensity was unable to be adjusted further. The customer confirmed no patient involvement, delay in treatment, or environmental/safety concerns.